Manufacturer narrative:
H3: one device was received for analysis. Service history review found no service history in the last 12 months. The customer issue was confirmed through the motor test as the device showed error 41622 (motor time out). The cam flex sensor was replaced to fix the issue. The device thereafter passed the motor test. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for error code 41622, during device analysis, a motor time out error was confirmed. There was no patient involvement.